Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8 mm force bipolar instrument was out of control and did not move intuitively. There was a delay of 15 to 30 minutes. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the issue experienced is that the instrument moved in the wrong direction and it did occur with the surgeons head was inside the surgeons console. The failure was not static. The movements of the surgeon scale was appropriate to the instrument and would not move in the intended direction, the rotation angles were not a match. The timing of the instrument was appropriate. The issue was persistent and they changed to the fenestrated bipolar forceps instrument. There was no injury to the patient. The changed to a backup instrument to completed the procedure. There was a delay of 15-30 minutes to troubleshoot. They were performing a myomectomy. There were no post operative complication and there are no recordings available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the instrument was tested on an in-house system showing 4 lives remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected and no product issue was found. The complaint regarding instrument out of control and not intuitive move, was not confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.